Manufacturer narrative:
Device evaluation: lens returned dry in a micro centrifuge vial. Visual inspection found the haptic bent. Claim#: (B)(4).

Manufacturer narrative:
B5 - "the cause of event is reported as other - new wtw calculation method." Should be included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -18.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Elevated iop (22 mmhg) without pupil block and angle closure were observed on (B)(6) 2020, excessive vault, and significant reduction of irido-corneal angles were observed. The lens was removed and exchanged for a shorter length lens on (B)(6) 2020 and the problem was resolved.